Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no readings on the continuous glucose monitor (cgm) after receiving an alert. And acknowledging it. No medical intervention was reported. Additional event or patient information is not available.